Event description:
It was reported that the user experienced rapid battery depletion on the ilet device and requested facilitation of a replacement. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or daily activities. Investigation included outreach to the user to gather additional details. Investigation of this case revealed that no further information was obtained and no device evaluation could be performed to confirm a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient information.